Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient continues to be monitored.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional external equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna wires. System lock lost while manipulating the antenna. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.